Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was ¿high¿ (specific bg value was not provided). Tandem technical support performed a log review of the pump and confirmed the pump functioned as intended; therefore the cause of the elevated bg value was unknown. Customer delivered a correction bolus to address bg. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual daily injections for insulin therapy.